Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The defib conductor was cut. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at the device upgrade procedure, the right ventricular (rv) lead had high impedance on the high voltage pathway. The pins were removed from the header and re-inserted, after which impedances were normal, but when re-checked, were again high. The lead was reportedly fractured during the laser removal of an atrial lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.